Manufacturer narrative:
The insulin pump was received without belt clip and unable to confirm damage. The pump was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she dropped the pump on the floor and a piece fell off. The customer reported damage to the reservoir area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.